Event description:
The pt with atrial fibrillation, respiratory failure, anemia, and prior gastrointestinal bleed was ordered by cpoe a daily dose of warfarin with a directive to adjust the dose for an inr above 2.4 so as to not over anticoagulate and risk bleeding. It has been a repeated occurrence that the directive does not arrive for the pharmacy and nurse recipient or that the directive, due to a problem with usability, is not readily seen by pharmacists and nurses. One such problem is the excessive and unnecessary verbiage. In these instances, the pt received the drug, causing undue risk for adverse events. The fact that this occurs causes cognitive distraction and distrust for the entire sys of care.